Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring broke off when first advanced. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and signs of some clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring transected by cautery tool". This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. A CAPA was initiated to address this event. The labeling addresses the risk of the damage to the c-ring. The instructions for use (IFU) caution the user to "take care to avoid engaging the components of the c-ring assembly with the jaws of the hemopro 2. Doing so may damage portions of the c-ring assembly causing the components to separate from the assembly and fall into the body. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).